Event description:
It was reported that pump had weak battery, and customer declined further troubleshooting at time of report. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding corrective actions, and no outcome related to repair or replacement was documented.